Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following was answered: was the device reprocessed prior to being sent in for repair or without reprocessing due to failure on the device? The device was not possible to be manually brushed / cleaned or reprocessed adequately. What was the foreign material? Not identifiable. Does the user inspect the device for any abnormalities before using it? No abnormalities found. Has this device been used on a patient with foreign material? No. Does the customer follow reprocessing steps as per instructions for use? Yes. Was the start of precleaning delayed after the procedure? Precleaning was not possible as during procedure of biliary stenting, the stent got stuck in the channel, restricting the reprocessing cycle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the forceps elevator had foreign material due to the device may not have been reprocessed properly, for a stent got stuck in the device. As a result, foreign material was not cleared. Based on the results of the investigation for phenomenon two, it is likely that the inside of light guide (lg) lens was dirty and peeled due to physical stress such as hitting or dropping the distal end, or chemical stress due to chemical solutions used. As a result, humidity may have been allowed to go inside the lg-lens and caused corrosion. The event can be prevented by following the instructions for use: "detection method is included in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are included in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported, the forceps was stuck inside the channel during endoscopic retrograde cholangiopancreatography (ercp) procedure. The device was returned and an evaluation at the repair center revealed yellowish brown material in the forceps channel. White particles were found inside the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned device was evaluated and the allegation of ¿forceps getting caught during insertion and removal¿ was not confirmed. There were few additional findings. Nozzle was missing. Adhesive on bending section cover was detached. The bending section cover had discoloration. Connecting tube had a buckling. The right/left and up/down knob was dirty. Electrical connector had corrosion. Image guide protector had a cut. Control unit was dirty. Switches had discoloration. Scope connector cover had a dent. Universal cord had a scratch and was sticky. Grip had a dent and was dirty. Angulation was out of specified value. The play of angle knob was out of standard value. Due to clogging of air/water-tube, no water and no air was fed. The distal end cover was shaved. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.